Manufacturer narrative:
It was stated from the site that the log files sent in for patient on october 23, 2016 showed that there were "power switching events" that were observed involving a battery. It was stated that unfortunately these events "cannot be 100% confirmed based solely on log files, as per fsca, we recommend marking and exchanging the batteries that exhibit normal behavior." It was said that there were no consequences to the patient and that he was stable with no complaints. No additional information available at this time. Battery (B)(4) was removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 and is therefore not available for analysis. The batteries were part of fsca apr2014.1 for affected batteries that had exhibited a higher susceptibility for abnormal battery/power source "switching." Based on an internal investigation, it was determined that these batteries have the potential to malfunction due to faulty lishen cells within the hvad battery pack. The most likely root cause of the reported power switching event may be batteries with the potential to malfunction due to faulty internal cells.  The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was stated from the site that the log files sent in for patient on october 23, 2016 showed that there were "power switching events" that were observed involving a battery. It was stated that unfortunately these events "cannot be 100% confirmed based solely on log files, as per fsca, we recommend marking and exchanging the batteries that exhibit normal behavior." It was said that there were no consequences to the patient and that he was stable with no complaints. No additional information available at this time.